Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress - battery compartment) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1:device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: during investigation, there was visible moisture in the battery compartment. There was visible moisture on the display. A leak test failed due to a display lens leak. The pump was opened and there was moisture corrosion found on the motor assembly.